Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had fractured. The healthcare provider (hcp) had put the needle into the catheter access port (cap), but nothing came out. He indicated that the catheter was empty and was leaking. At that time the hcp reduced the patient¿s dose from 13mg to 6mg. After three days at that dose, the patient was so sick that ¿she thought she was going to die¿. It was indicated that this was the third time the patient had experienced the exact same problem; specifically where the hcp put the needle in for a dye study, but could not get any fluid back. It was stated that the patient had previously told the hcp that she wanted the system explanted because, she could not keep going through this at (B)(6), but he had told her no. The patient¿s next appointment was on the upcoming monday. The reporter indicated that once the system was explanted, the patient¿s hometown doctor would help manage her pain. The device system was used to deliver morphine. Four days later, it was reported that the patient had been sick for the prior 3 months, though it was reportedly unrelated to the pump. The patient had wanted the pump out in the past, but her physician had told her no. When he agreed, he dropped her dose from 13mg to 6mg/day. It was stated that, after the change, the patient was burning up, sweating, and did not feel good. After four days, the patient got in contact with a nurse and was given a pill to take three times per day; however, it did not work. On the fifth day after the dosage drop, the patient was prescribed a fentanyl patch. She would put one on, wear it for a week, and it would make all of the withdrawal symptoms go away. It was indicated that the patient¿s back hurt as much as it did before getting a pump put in and she had been in bed. The day of report was the first day that the patient had been able to get up, though she was still too weak to travel. At the time of report, the patient was waiting for her physician to let her know when her dose was turned down low enough to have the pump removed. It was stated that the patient was too old and no longer wanted to continue therapy. That same day, it was reported that the patient had been complaining of increased pain after her dose had been lowered. The physician said they might need to decrease the dose in smaller increments, so the hcp tried to the patient to come back in to increase the dose some; however, the patient refused and said she would ¿tough it out¿. It was stated that they ¿could not aspirate¿ and there was no fluid in the hub of the needle upon aspiration. It was indicated that the battery was near end-of-life, so they were planning to replace both the pump and catheter, though nothing had been scheduled as the hcp did not know if the patient was going to continue the pump therapy. For the prior two cases of this catheter issue, refer to the following manufacturer reports: 1st occurrence: 3004209178-2010-10790 2nd occurrence: 3004209178-2013-20734.

Event description:
Additional information received reported there was withdrawal. Since (B)(4) tests showed the catheter was not working or working very little. The patient¿s health care provider (hcp) cut her oral medication down to 13 milligrams and she had 6 per day as a result. It was thought the patient was getting the flu or had the flu. The hcp gave the patient 1 hydrocodone every 4 hours, which did not do anything. The patient had developed a severe heart condition since. She was taking 15 milligrams of morphine 4 times per day. 3.98 milligrams of morphine was left in the pump and the patient might need a refill before taking the pump out. The patient had no more back pain ¿through healing at the church.¿ however, she still had burning in her leg, hot sweaty flash, irritability, crankiness, no energy, and ¿didn¿t care about tomorrow.¿ it was mentioned the patient¿s hcp was taking her medication down by 12%. The patient intended to have the pump removed and she never would have implanted the pump if she knew about the potential catheter issue, especially with 2 catheters that had problems in 5 years. The system was being used to deliver morphine.

Event description:
Additional information received from the healthcare provider indicated that patient had experienced chest pain, diaphoresis, hypokinesia and hyperkinesia due to possible withdrawal. No troubleshooting was done. Patient was educated in the emergency room. They had ruled out cardiovascular problems, and determined this to be medication related. Patient was doing well; they were still turning pump down due to patient request for removal of pump.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had serious withdrawals since the catheter issue first occurred in (B)(6) 2013. Once a decrease was done, the patient was on 13 milligrams per day and was brought down and "6" was "left in there." It was noted that this was too much of a decrease done. The catheter was not pulling back and was broken and malfunctioning. At the time of the report the pump contained saline. Morphine was being taken orally for pain. The patient had a consultation appointment for the pump explant scheduled for (B)(6) 26. It was also reported the patient had seen a cardiologist and her heart electrocardiogram did not look right. It was inquired if drug going into the tissues could cause this. The patient also had an appointment scheduled for (B)(6) for breakthrough pain.